Manufacturer narrative:
Product ID, 3998 lot# v239743, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3888-45 lot# v390371, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 3888-33 lot# v125156, implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708240 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 3708220 lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6), product type extension. (B)(4).

Event description:
It was reported, the entire device system was explanted because the patient needed an MRI. It was also reported there were no patient symptoms or injuries related to this event and the patient recovered with no injury or adverse event. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).